Event description:
It was later reported that the patient's worsening suicidal thoughts had recovered/ resolved. The event is not related to the device, implant procedure, or stimulation.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient may need to be hospitalized soon due to a crisis. The patient¿s psychiatrist is appropriately increasing vigilance. The nature of the crisis was unknown. Information was later received by the patient's physician reporting that the patient is doing a lot better in terms of suicidality. At this point in time, they do not need hospitalization. No other relevant information has been received to date.